Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced hyperglycemia with a blood glucose of 348 mg/dl after changing infusion supplies the prior evening and announcing a usual lunch; the customer then replaced all supplies, verified straight cannula on removal of the inset 23" site, performed a fill tubing with visible drops, and later returned to target range without further assistance. Symptoms included elevated blood glucose without reported ketones or other adverse effects. Outcomes included no medical evaluation, no hospitalization, and no third-party intervention. Investigation included troubleshooting and education with confirmation of proper infusion set function through visual inspection and priming verification, followed by successful glucose normalization. Investigation of this case revealed no device alarms and no clear device malfunction; the event resolved after supply replacement and standard troubleshooting, leaving the cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.